Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the distributor¿s fse that during routine check the cs300 intra-aortic balloon pump (iabp) malfunctioned. The machine is not working on the battery. There was no patient involvement reported.